Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was damaged and it was flushed. Customer reported that they had high blood glucose level that was treated with set. Customer reported that the insulin pump was damaged at the bottom of the motor. Customer did not reported that the insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm. Device received with loose drive support dish and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted.